Event description:
An implant card was received indicating that the generator was replaced due to battery depletion and that the lead impedance was high. Per neurologist, high impedance was not noted in the patient's notes prior to surgery. However, review of programming data indicates that the high impedance was present prior to the surgery. Per the op-notes, high impedance was seen when the new generator was connected to existing lead and also seen on the preoperative interrogation. The lead was not replaced. After surgery, it was stated that patient has been having coughing fits that coincide when the stimulator is going off. The vns was turned off at that time.